Manufacturer narrative:
The lot number and sku is not known so no UDI information is known. The DHR review and trend analysis could not be performed due to lack of information. No additional information could be obtained as we were unable to contact the end user. A causation between the hollister catheter usage and the end user's possbile uti could not be established. Confirmation of a diagnosed uti could not be obtained by hollister.

Event description:
It was reported through a customer survey that a respondent was getting multiple utis whilst using infynachic, resulting in a kidney infection and hospitalization. It was further reported that the utis stopped after switching to a different (non-hollister) ic.

Manufacturer narrative:
Pro code corrected.